Event description:
Physician's letter states pt had bilateral capsular contractures and ruptured prostheses. Attorney alleges plaintiff began to suffer from certain occurrences, conditions and illnesses including physical pain and suffering, mental anguish, physical disability and physical disfigurement.